Event description:
It was reported that a pt underwent a carpal tunnel surgery procedure on (B) (6) 2010. Four to five days post-operatively, the pt experienced redness, swelling and infection around the puncture channel after wound closure. The pt healed well after suture removal.

Manufacturer narrative:
(B) (4) - infection conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.